Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (cts) and there was a blockage in the cartridge. Reportedly the customer is using humulin r u-500 insulin. Cts informed the customer that humulin r u-500 is off label per the tandem user guide. Customer changed the cartridge to address the issue and resumed insulin delivery. Customers blood glucose was 112-300 mg/dl.